Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. The device also had a minor scratched display window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that it rained but the insulin pump was in his pocket. Blood glucose value was 155 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.